Manufacturer narrative:
The suspect pump module was returned for investigation. The device was received in overall fair condition with the instrument seal intact. There were no anomalies observed. Functional testing performed found the pump module to be delivering fluid within specification.

Manufacturer narrative:
The customer¿s report of heparin infusing faster than expected was not confirmed. None of the drug ids shown in the pcu event log were a match with heparin. The pcu event log shows that the most recent infusion that was programmed to run at 8ml/hr on the pump module occurred from 6:25 pm to 7:17 pm on (B)(6) 2017 (ivf maintenance). During the infusion, the user paused the device twice. There were no alarms prior to the pauses or prior to channeling the device off. The volume recorded as being infused during this period was 6.595ml. The pump module and disposable set were not returned for investigation. The time and date of the reported event were not provided. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that heparin was intended to infuse at 8ml/hr but was infused too fast. There was no patient harm.